Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient received a ¿critical low¿ alert. The patient ate and drank sugary stuff, however, the cgm was still showing low. The patient performed many fingersticks but only provided one bg value, which was 400 mg/dl. The patient began feeling nauseous and sweaty. The decided to take herself to the emergency room (ER) because she felt like she was experiencing a heart attack. There was no documentation of further medical intervention. The patient refused to provide further information. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.